Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during an anterior cruciate ligament the white suture broke when using the rgdloop adjustable stand. The procedure was completed with another device. No patient consequence, however there was a 15 minutes surgical delay reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary: according to the information provided, it was reported that during an anterior cruciate ligament the white suture broke when using the rgdloop adjustable stnd. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the suture is frayed since it is broken on the distal part. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. The possible root cause for the issue experienced could have possibly occurred during assembly as during the inserted requires operators to use tools that might have contributed to this failure. However, it cannot be conclusively affirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot/serial number 6l36235, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot/serial number 6l36235, and no non-conformances were identified.